Event description:
It was reported that the patient presented with his inflatable penile prosthesis device no longer functioning properly. The physician decided to remove and replaced the device. There were no patient complications.